Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported the display on the insulin pump had some scratches and she was having a hard time seeing it well. Customer stated she wears the device in her bra and her bra had a loose wire. Customer does not recall blood glucose level. Customer's bra wire scratched the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.